Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. In (B)(6) 2016, the recipient received surgical treatment. The recipient was prescribed amoxicillin. On (B)(6) 2017, the recipient was reimplanted with another advanced bionics cochlear device. Additional details regarding treatment will not be provided. The explanted device was discarded and will not be returned to advanced bionics for analysis. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient will reportedly undergo revision surgery for medical reasons. Revision surgery is scheduled. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection. The recipient's device was explanted in (B)(6) 2017. The infection has resolved. The recipient will be reimplanted at a later date.